Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. It was reported at the time the patient had a fever and was retching at the time. The patient lost consciousness and cardiopulmonary resuscitation (CPR) was required. The root cause of the syncope is unknown. During CPR the device oversensed noise. According to the electrocardiogram, the patient's rhythm at the time was brugada syndrome. The device was deactivated, and the patient was transferred to (B)(6) for further analysis. Additional information received indicates that this s-ICD system was explanted and replaced with a non-boston scientific transvenous system. A boston scientific field representative was not present for the case. The device is not expected to be returned for evaluation.